Event description:
Journal article received: what are the associative factors of adjacent segment degeneration after anterior cervical spine surgery? Comparative study between anterior cervical fusion and arthroplasty with 5-year follow-up MRI and CT; park jy, kim kh, kuh su, chin dk, kim ks, cho ye; eur spine, december 15, 2012, 22(5):1078-1089. Reported: a study was conducted on association of adjacent segment degeneration (asd) to arthrodesis. Forty three patients involved in the study were treated with either arthroplasty or anterior cervical discectomy and fusion (acdf). Twenty two (22) patients of cervical disc herniation with only radiculopathy were treated with arthroplasty using prodisc-c. Mean age of patients was 39.9 years. MRI, CT and radiography were taken preoperatively, as well as radiography at 3 months follow up, 1 year and 5 years later. Arm and neck pain was significantly reduced post-operatively. Cervical lordosis, operated segmental height and lower segmental rom were significantly increased at five year post-op follow up. There was an increase in asd rate in some patients post-operatively. However, only patients with pre-existing asd and other segment postoperative degeneration out of the adjacent segment were associated with postoperative asd, which means asd is related to the natural degenerative process instead of arthrodesis itself. The study concluded that there was an increase in asd rate (46.5%) in some patients post-operatively and arthroplasty did not significantly lower the rate of asd. Asd was present in patients with pre-existing asd and in patients with other segment degeneration. The study found asd may be associated with a natural history of cervical spondylosis rather than arthrodesis. This report is for 21 unknown patients. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Mean age of patients is 39.9 years. Date of event is date of publication. Report is for an unknown number of prodisc-c implants. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Product development conducted a literature search resulting in the following: cervical spine disc prosthesis remains cervical spine segmental motion within the first 1 year after surgery. The clinical results are the same when compared with the early results following acdf. The journal article in question follows patients with for 5 years after tdr or acdf, and assesses factors relating to adjacent segment disease via MRI and CT. The asd rate of (B)(6) after acdf or arthroplasty, and arthroplasty did not significantly lower the rate of asd. Asd occurred in patients who had preexisting asd and in patients who also had other segment degeneration. Asd may be associated with a natural history of cervical spondylosis rather than arthrodesis.